Event description:
A breach in transformer housing was reported by the customer. The ac adapter blew up in the wall and melted. The outside housing came off and there was sparking. It blew out the breaker where she works and all the lights went out at her job.

Manufacturer narrative:
The customer indicated that the screws in the transformer housing had loosened and the corner popped off. The customer indicated that she would return the product. As of the date of this report, however, the product has not been received. Should the original product be received, resulting in new, changed, or corrected info, a follow-up report will be filed at that time. Although the product has not been evaluated, his type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.